Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The indeflator was used and fluid was noted to be leaking and the needle pressure decreasing. Another indeflator was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.